Manufacturer narrative:
One device was returned for evaluation. The returned device was visually evaluated and confirmed to be broken at the tip of the device. The device broke at the eyelet location. The broken tip was not returned for evaluation. A CAPA was initiated to address the breakage of the needle. A redesign of the product will be initiated to address this reported failure mode. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the surgeon loaded suture onto elite suture shuttle, pushed lever forward and needle tip broke on soft tissue. Surgeon removed needle and used another but did not retrieve the tip. A back up device was available to complete the case. There were no reported patient injuries or complications.